Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a nonspecific product performance anomaly. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated report with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a nonspecific product performance anomaly. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received stating this ra lead was explanted and replaced due to suspected perforation. No additional adverse patient effects were reported.